Manufacturer narrative:
(B)(4. The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: you reported that the suture failed. How exactly did the suture fail? The suture was broken so there was a dehiscence. If reoperation was performed on (B)(6), please provide date, what type of procedure and surgical findings? Abdominal hysterectomy was the original procedure. Reoperation to close the wound. How is the patient today? Dnk. Attempts are being made to obtain more additional following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that the patient underwent an abdominal hysterectomy on unknown date and the suture was used. Following the procedure, the suture broke and the patient experienced wound dehiscence. The patient underwent a re-operation on (B)(6)2017. Additional information has been requested.